Manufacturer narrative:
Suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in between the "on" and "off" positions. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The returned catheter did not appear to contain any powder. The device was not tested as returned because it was already deactivated. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed constantly once the on/off valve was switched to "on" without use of the activation button. The device was disassembled and powder was seen in the internal tubing and the powder chamber cannula. The nozzle of the device contained hard clumps of powder. The tubes were disconnected for removal of the powder and no clumps were observed. A visual and physical inspection of the hole in the bottom of the powder chamber showed the hole to be clear. The low pressure valve was dissembled and evaluated. All the internal components were intact. However, powder was observed along the inside wall of the valve, around the base of the activation button, and around the o-rings inside the valve which can cause the valve to stick and remain in an open position. The powder on the black o-ring and the gray cap of the low pressure valve presented with green discoloration. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the initial report of unable to spray could not be determined; however, a hard clump was found in the nozzle which is indicative of a previous internal clog. This is the most likely cause of the report of unable to spray. When functionally tested, the device sprayed nonstop due to powder around the o-rings inside the valve. Powder in the low pressure valve can cause the valve to stick and remain in an open position. If the valve is stuck in an open position, the device will spray continuously. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. However, we could not conduct a complete investigation because only one of the catheters was returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device not being able to spray powder. A clogged catheter can lead to an internal clog which will make the second catheter ineffective. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy procedure, the physician used a cook hemospray endoscopic hemostat. The spray did not work. The powder remained in the cylinder. The following additional information was received on 06- jun-2019: post polypectomy, after the preparation of device, it was not possible to deploy the powder. They used an endoclip to stop the bleeding. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available . Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion can be a cause of this device not being able to spray powder. A clogged catheter can lead to an internal clog which will make the second catheter ineffective. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy procedure, the physician used a cook hemospray endoscopic hemostat. The spray did not work. The powder remained in the cylinder. The following additional information was received on 06- jun-2019: post polypectomy, after the preparation of device, it was not possible to deploy the powder. They used an endoclip to stop the bleeding. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.